Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 358mg/dl. The customer's levels had been as high as 449mg/dl. The mother states the cannula was bent and caused the highs. The mother did not have pump in order to troubleshoot at the time. The customer would be calling back at a later time.